Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. According to the device history records for the reported lot number m5082t625, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the elbow on the suction catheter broke away. Additional information has been requested but not yet received.